Event description:
When r.n. Was removing the electrode from pt's thigh at the end of the surgical procedure, the top layer of skin was attached to the pad. The area had to be dressed with a surgical dressing.